Event description:
It was reported that the user experienced hyperglycemia after inserting an inset infusion set into the abdomen without pulling back the applicator, with visible blood at the site and drops observed from the connector during a site-only change; cgm showed 246 mg/dl and a confirmatory fingerstick was 240 mg/dl on the ilet system with a dexcom g7. Symptoms included hyperglycemia. Outcomes included a minor injury or illness. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to an improper or incorrect procedure, and involvement of the cannula component; insulin delivery was resumed after correcting the site. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The user was advised to monitor and call back if glucose did not trend down.